Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime. The customer's blood glucose was 157mg/dl at the time of the incident. The customer was advised to hold down the act button until receiving a second series of beeps and/or numbers appear on the display. The customer stated that insulin squirted out but did not drip and insulin pump went back to fill tubing process. The customer changed the infusion set and reservoir and insulin did not continue to drip after letting go of the act button during prime. Customer stated that the insulin pump is back to rewind process again after priming. The troubleshooting could not be continued initially due to power loss at the call center but when troubleshooting was continued, the issue could not be resolved. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to faulty force sensor resistor. The insulin pump passed idle current test, run current test, displacement test and rewind. We were unable to perform self-test, off no power test, unexpected error test, occlusion test, prime test and excessive no delivery test due to prime alarm. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.